Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a robotic hysterectomy while using the pks plasmasord, the inner seal of the sword fell out of the device and fell into the pt's abdomen. The piece of the device was retrieved and a different device was used to finish the case. No pt harm.